Manufacturer narrative:
Correction made to concomitant product: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot : 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9736226, software version: 2.1.0. It was reported that there was only one session of application session logs present of the issue date. The session captured the site used the procedure standard fess and user went till [task: registration / tru] task. Logs did not capture any gpu crash, segfault, or any other abnormality regarding the reported behavior. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0, ubd: , UDI#: h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a procedure involving the flexent navigation system, there were issues progressing to "verify registration" despite an accuracy metric of 2.2 millimeters (mm). The navigation tab in the burger menu was locked, and the verify registrations button was blue but would not progress. Troubleshooting steps included exiting and re-entering the procedure and rebooting the system, both of which did not resolve the issue. Patient impact and surgical delay not available. No further information available.

Event description:
Additional information was received. It was reported that this case was a functional endoscopic sinus surgery (fess) procedure. The issue occurred intra-operatively, during registration. There was a 5-minute delay, and no reported impact to patient.

Manufacturer narrative:
Please see section a and section b5 for additional information. F1908 was also added for the 5-minute delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.